Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. A review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
It was reported, patient had primary tha (B)(6) 2017 and returned within two weeks complaining of increasing pain and inability to walk. Patient was found to have a periprosthetic femur fracture. Femoral component, head, and liner all removed and replaced.